Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I experienced right sided weakness, tingling hands and confusion [weakness left or right side]. I experienced right sided weakness, tingling hands and confusion [tingling of extremity]. I experienced right sided weakness, tingling hands and confusion [confusion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of weakness left or right side in a (B)(6) patient who received double salt dental adhesive cream (poligrip free denture adhesive cream) cream (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started poligrip free denture adhesive cream. On an unknown date, an unknown time after starting poligrip free denture adhesive cream, the patient experienced weakness left or right side (serious criteria gsk medically significant), tingling of extremity and confusion. The action taken with poligrip free denture adhesive cream was unknown. On an unknown date, the outcome of the weakness left or right side, tingling of extremity and confusion were unknown. It was unknown if the reporter considered the weakness left or right side, tingling of extremity and confusion to be related to poligrip free denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the adverse event information was reported by consumer via call center representative (email) on 31mar2022. The reporter stated that" I'm curious about the availability of the flavour free , zinc free version of poligrip. For months, I couldn't find it anywhere and then it was back in stores but was in different packaging. Then, after some health issues that the doctors couldn't figure out, and multiple medical tests we were left wondering what was wrong. I experienced right sided weakness, tingling hands and confusion. It was terrifying. I thought I was having a stroke. I'm only 54 and otherwise in good health. Realizing that it happened every time I had used the new packaged flavour free poligrip, I went looking for why the packaging was now different including how the tube looked. I noticed no where on the packaging does it say "zinc free" and there's also no trademark. I also noticed it didn't say " contains zinc". I was using it for months. I got it from various stores throughout my city. When I go o to look for the other flavour free but also clearly marked zinc free version, the prices are 24 to 48 dollars a tube which leads me to believe it's not being made anymore? I'm enclosing two pictures. One of the flavour free, zinc free trademarked tube. And the other of the tube with no clear labels or trademark. Any explanation would be greatly appreciated."

Manufacturer narrative:
Argus case ID:(B)(4).

Event description:
I experienced right sided weakness [weakness left or right side] I experienced tingling hands . [Tingling of extremity] I experienced confusion [confusion] case description: this case was reported by a consumer via call center representative and described the occurrence of weakness left or right side in a 54-year-old patient who received double salt dental adhesive cream (poligrip free denture adhesive cream) cream (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started poligrip free denture adhesive cream. On an unknown date, an unknown time after starting poligrip free denture adhesive cream, the patient experienced weakness left or right side (serious criteria gsk medically significant), tingling of extremity and confusion. The action taken with poligrip free denture adhesive cream was unknown. On an unknown date, the outcome of the weakness left or right side, tingling of extremity and confusion were unknown. It was unknown if the reporter considered the weakness left or right side, tingling of extremity and confusion to be related to poligrip free denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the adverse event information was reported by consumer via call center representative (email) on 31mar2022. The reporter stated that" I'm curious about the availability of the flavour free, zinc free version of poligrip. For months, I couldn't find it anywhere. And then it was back in stores but was in different packaging. Then, after some health issues that the doctors couldn't figure out, and multiple medical tests we were left wondering what was wrong. I experienced right sided weakness, tingling hands and confusion. It was terrifying. I thought I was having a stroke. I'm only 54 and otherwise in good health. Realizing that it happened every time I had used the new packaged flavour free poligrip, I went looking for why the packaging was now different including how the tube looked. I noticed no where on the packaging does it say "zinc free" and there's also no trademark. I also noticed it didn't say " contains zinc". I was using it for months. I got it from various stores throughout my city. When I go o to look for the other flavour free but also clearly marked zinc free version, the prices are 24 to 48 dollars a tube which leads me to believe it's not being made anymore? I'm enclosing two pictures. One of the flavour free, zinc free trademarked tube. And the other of the tube with no clear labels or trademark. Any explanation would be greatly appreciated." Followup information was received on 12apr2022. No new information was reported. Followup information was received on 13apr2022. No new information was received. Follow up 3 information was received from consumer via call center representative on 28apr2022. It was reported that, "product variant and size: polygrip flavour free ( pink / dark pink /white tube) lot code: lot 9 a6f ( the most recent tube- I don't know about the first tube- I finished it and threw it away). Expiration date: 2024/05. Barcode/upc number: expiration date was under the barcode. Purchase price: I think 4.99 or 5.99. Reason for use: to hold dentures in place. Start date of product: autumn 2021/2022. Date problems began with the product: pretty much right away but didn't attribute it to that. I had no clue what was wrong until I stopped the product and restarted it and the symptoms returned. Date problems stopped with the product: a few days into a week later. I saw my doctor due to very strange neurological symptoms and went for multiple tests. Nothing found. I'm not comfortable with my medical info being given to strangers. But I would like more info about what the ingredients are in this product that are not in the zinc free / 2 flavour free which can not be found anymore in any stores. I've been looking. This product looks very similar to the zinc free and no one noticed the lack of a zinc free label until after I stopped using the product and the symptoms were no where near as extreme. The symptoms interfered severely with my daily life. I wish the zinc free/ flavour free was still available. It was a fantastic product. What happened to the production of it?I do hope to hear back about the fact that there is no label on this product which looks very similar to the zinc free/ flavour free version. It looked like cheaper packaging and beyond that looked the same. As per the follow up 3 information received patient gender(female) were newly added to the case. The suspect product is updated from poligrip free denture adhesive cream to poligrip flavour free with indication as denture wearer, expiration date(may2024 and batch/lot number(9 a6f). Reaction outcome for all the events were updated as recovered/resolved with rechallenge result with respect to suspect product as positive. Onset from first dose captured as immediately for all the events. Follow up 4 information was received on 28apr2022.the pqc number 03535591 were downgraded due to over logging of pqc complaint.